Manufacturer narrative:
Per patient's record, the patient was reimplanted with a new device on (B)(6) 2013. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the device was explanted due to infection. The device was explanted (B)(6) 2012. There are plans to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2013.